Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not articulating/moving freely like it should. When inspected, the grey input disk was not moving freely. The instrument was not responding. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.